Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at the manufacturer with information indicating that the device had been explanted on medical grounds. The electrode had penetrated the skin of the posterior canal wall and had gone through the tympanic membrane. Recurrent otitis around the electrode lead in the exterior ear canal was also observed.